Manufacturer narrative:
The reported events of failure to advance and difficulty folding, unfolding, or collapsing were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. X-ray examination identified that the inner coil within the connector region was over-torqued. Examination of the helix mechanism revealed no anomalies or distortions that would have contributed to the helix-related issue reported in the field. The cause of the reported events was attributed to the helix being clogged with blood and the inner coil being over-torqued, consistent with procedural damage. The cause of the reported event of the stylet being unable to be inserted was also determined to be the result of the over-torqued inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead failed to advance over the stylet, and the helix became stuck after a few attempts. The physician tried with two additional rv leads, but all resulted in the same outcome. The rv leads were not used, and finally, the physician was able to implant the fourth rv lead successfully. The patient was stable throughout.